Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding pain and instability involving an unknown triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿in this narcotic dependent patient with chronic pain syndrome, there is no evidence that his clinical problems are relate to factors of faulty component design, manufacturing, or materials of his primary or revision total knee arthroplasty components.¿ device history review: review could not be performed as the device was not properly identified. Complaint history review: review could not be performed as the device was not properly identified. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related.

Event description:
It was reported that the patients knee is unstable and falls a lot. Patient was given a custom brace to assist with stability. The patient had a procedure for drainage on (B)(6) 2010, then a replacement on (B)(6) 2011. The patient confirmed poly exchange was performed on (B)(6) 2010.

Event description:
It was reported that the patients knee is unstable and falls a lot. Patient was given a custom brace to assist with stability. The patient had a procedure for drainage on (B)(6) 2010, then a replacement on (B)(6) 2011.